Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011 explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at 400 mcg/day. The indication for use was unknown. It was reported that the patient continually needed increases in dosage and was experiencing intrathecal baclofen withdrawal symptoms, and a catheter revision was performed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was reported that the catheter had a hole that was visualized after removal. It was indicated that as diagnostics/troubleshooting performed and as an action/intervention to resolve the issue, the catheter was replaced. Surgical intervention occurred on (B)(6) 2018; the catheter was removed completely and replaced. It was stated that they visualized a cut in the old catheter. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use of the device was non-malignant pain.